Manufacturer narrative:
Investigation summary: it was performed the DHR, there wasn¿t quality notification found related with this failure only maintenance record of occurrence was detected. The sample of product was sent by the customer, with that was possible performing an investigation, confirming the failure and determine the probable root cause. Conclusion: manufacturing- this occurred due to a variation of the packing machine process that was not detected by the operator.

Event description:
It was reported that bd¿ precisionglide needles had sterility breach before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ precisionglide needles had sterility breach before use.